Event description:
During an in-clinic follow-up visit, the battery curve appeared erratic and noisy. No intervention was performed at this time and the patient will continued to be monitored. No adverse sequelae was reported.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has provided as much relevant information asis available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The m3100 battery (s/n (B)(6)) and m4100 transmitter (s/n (B)(6)) remain implanted within the patient. Programmer logs and battery curve analysis revealed that between post-implantation days 5 and 50, the battery exhibited voltage swings of approximately 0.1v, which is not expected for a newly replaced battery. The voltage instability, characterized by these pronounced swing patterns, is consistent with excessive current draw. Based on historical patterns this is indicative of dendritic growth across the battery's positive terminal and the kryoflex feedthrough insulator. As the model 4100 transmitter was not returned for analysis, the root cause of the erratic battery curve could not be determined. However, the transmitter's serial number falls within the scope of CAPA 20-001, which was initiated to address feedthrough failures.